Manufacturer narrative:
It was noted that there were no issues cited with the device performance.

Event description:
The pt was treated for superficial venous insufficiency in both the right and left great saphenous veins using a clarivein catheter. Following the procedure there was a non-occlusive thrombus formation extending into the right and left common femoral vein at the right and left sapheno-femoral junctions. The pt was treated with anticoagulants; the left and right vein thrombus was found to resolve in one and two days, respectively.